Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. While no product was returned, based on x-ray images provided, we were able to confirm the issue reported by the customer; however, we were unable to determine root cause with the information available. There are two warnings in the IFU related to the reported issue. The IFU states: "to avoid damage to the catheter, care must be taken not to withdraw the catheter from the needle in order to reposition it in the subarachnoid space. If the catheter must be removed, withdraw the needle and catheter simultaneously," and "to minimize the risk of damage to the catheter, take care not to pull back on or withdraw the catheter after insertion into the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously." The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available or other additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed. Device not available.

Event description:
It was reported that the patient had a piece of a spinal catheter or guidewire retained after attempted catheter placement. This issue was discovered post operatively during a CT scan. The specific device was not identified. It was reported that during placement the surgeon was able to get into the spinal space without issue. However, while trying to threat the catheter in the spinal space, excessive resistance was encountered. The attempt to thread the catheter was then aborted. It was not known at the time that anything had been left behind. Health care providers were inquiring as to the composition of the retained material. Patient had developed bilateral paralysis. It was not suspected that the device retention contributed to this; however, it could not be completely ruled out. Hcp reported that further testing was being delayed while they determined whether an MRI would be possible, based on device composition. Currently, there is no surgical management planned.